Event description:
It was reported that the product was used during an open gastric bypass procedure. It was reported that the device was being fired over small bowel; three strokes were accomplished; pressed release button and jaws would not open. The physician pulled the manual release; the jaws would not open. Physician used another instrument to pry open jaws and jaws opened. Device was able to be used, additional time to complete surgery without consequences to the patient.

Manufacturer narrative:
Device was not returned for evaluation.